Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va15lqn, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) pelvic pain whether the device was turned on or off . There were no environmental, external, patient factors that may have led or contributed to the issue. The rep noted the office attempted reprogramming and shutting off the device. The week after implant the patient thought at first things were improving, but then decided it was too painful. The rep noted the hcp felt the lead placement was irritating a nerve causing the pain. The patient¿s perception was .2 v. The hcp decided to remove the lead from the left side and place a new lead in the right. The rep also noted to eliminate any potential of the pocket causing the pain; he relocated the pocket from left to right. It was unknown if the issue was resolved at the time of the report. It was noted impedances testing was within normal range prior to the lead revision. The rep stated the lead was providing painful stimulation and it was replaced with a new lead on the contralateral side. It was noted post implant, the patient experienced pelvic pain with the device on or off. The rep also noted after the revision the patient told the rep she was not experiencing any pain like before the revision. The patient was given the rep¿s phone number and was told to call if the pain returned. The rep had not heard from the patient and planned to follow up with the hcp on (B)(6). The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.